Event description:
Event consists of a tip detachment and retrieval following an angiojet procedure. The patient gender and age are unk. A complete medical history of the patient is unk. An angiojet spiroflex catheter was used to treat a suspect brachial artery clot. Following the thrombectomy procedure, the tip of the catheter remained in the patient. The physician was able to use an unspecified guide wire through the central lumen of the catheter tip and remove it without incident. There was no adverse event reported. The angiojet procedure was ultimately successful and the patient outcome was positive. No further intervention was necessary.

Manufacturer narrative:
Product analysis received and examined the returned spiroflex thrombectomy set. Visual examination confirmed a break in the hypotube, 12 inches from the tip of the catheter. The retrieved tip was detached from the rest of the unit and intact. This subject incident can occur as a result of tortuous anatomy combined with torquing, pushing, or pulling the catheter during use. This is considered a reportable event due to the intervention performed to retrieve the detached tip.